Event description:
Precipitation noted in the dialysate and replacement lines after 48 hours on hemodialysis therapy. Kcl 15mmol was present in the bags at the time. The customer has not returned the sample for evaluation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The MDR aware date is (B)(6) 2010 the date baxter received information that an adverse event or medical device malfunction has occurred. Sample was discarded by customer. A batch file review was completed and was found to be acceptable. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.